Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The master software version of this device was 5.06.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was repaired on-site by a baxter field service technician. A visual inspection and functional test was performed. Device evaluation confirmed the reported condition of a damaged battery but the condition was not duplicated. The root cause of the reported problem was determined to be depleted main batteries. The main batteries and harness was replaced to resolve this issue. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.